Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 pen ndl 31g 5mm 90 needle was unable to deliver insulin or medicine. The following information was provided by the initial reporter : it was reported by the consumer the insulin does not flow when taking the injection.   Date of event: (B)(6) 2021. Samples: yes.

Event description:
It was reported that 1 pen ndl 31g 5mm 90 needle was unable to deliver insulin or medicine. The following information was provided by the initial reporter : it was reported by the consumer the insulin does not flow when taking the injection.   Date of event: (B)(6) 2021. Samples: yes.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.